Manufacturer narrative:
The oe-b10 replaced. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When using these two connectors on the ee j10ut involves the error code 101 clogged. Air channel on the soluscope aer. This event occurred at the time of before reprocessing. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.